Event description:
It was reported that during a recanalization procedure, the catheter was allegedly unable to advance. It was further reported that an x-ray examination demonstrated that tip of the catheter was separated and still intact with catheter. The catheter was removed from patient and procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned to the manufacturer for evaluation. The helix was broken at 55 cm from the tip of the catheter. During physical investigation the tube was noticed kinked at 55 cm from the tip of the tube. Tube kinking and compression can lead to low or blocked aspiration. It can be confirmed that the helix was broken. A clear root cause could not be established. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 07/2024).